Event description:
It was reported that there was oversensing after the pocket was closed. All leads appeared to be past the set screws under fluoro and noise could not be elicited with pocket manipulation. The noise appeared to be coming from the grommet opening. The noise dissipated soon after implant and the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.